Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an toric implantable collamer lens into the patient's right (od) eye. The surgeonrequested a vector analysis. Attempts to obtain additional information have not been successful.